Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info (including x-rays and medical records) was requested. If additional info becomes available, the eval summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: restoration adm. Cup w/ha, cat # 1235-2-541, lot # g2639130; delta v-40 ceramic head 28/0, cat # 6570-0-128, lot # 31340103; restoration adm, insert, cat # 1235-2-854, lot # g2816686; lrg tap pri mod nck 0deg 38mm, cat # nls-380000b, lot # 23327701. If cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "pt complained of pain. Upon exam, it was determined the pt was infected. Rejuvenate stem and adm cup liner/head were removed as well. Pt gram stain was positive for infection. The abductive (muscle) was completely gone and pt had severe tissue necrosis. Surgeon stated it was caused by the severity of infection. Gram stain reflected severity of infection according to initial exam. A cement antibiotic spacer was put in femoral cavity and head."